Manufacturer narrative:
No samples & no photographs were received by bd for evaluation. The investigating team has used the retention samples of lot # 3021136 material # 300852 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for cracked barrel and no cracked barrel was found in the retention samples. The exact root cause can only be determined if we receive the photos or sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
Received a complaint from aarti lab in cat no 300852, its barrel was cracked when taking the patient sample, and blood was spread out from the barrel hub.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site.

Event description:
It was reported that bd discarditii barrel is cracked. The following information was provided by the initial reporter: received a complaint from aarti lab, its barrel was cracked when taking the patient sample, and blood was spread out from the barrel hub. 1.are there any potential erroneous results? It was mentioned in pir was unknown. Ans:- no 2. What course of treatment changed due to event? Ans:- no 3.is there any exposure of blood patient blood to patient or hcp user? Ans;-yes 4.what medical intervention other than first aid? Ans;- no